Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following a right eye cataract plus trabecular micro bypass stent system procedure, the patient presented on day one (1) postop with one (1) stent visibly protruding from the tissue (1/3) and dipping posteriorly. Reportedly, there was intraoperative corneal haze which impacted visualization; however, both stents appeared well-positioned upon completion of the procedure. The patient¿s vision and intraocular pressure were reported as ¿fine¿. The surgeon conferred with glaukos medical monitor, and they discussed options for monitoring and treatment depending on the stent positioning and the patient¿s healing condition.

Event description:
Through follow-up, the surgeon provided the following additional information. At one (1) week postop examination, the surgeon observed the superior stent tilted and partially out of the trabecular meshwork (tm). Both stents remain in the tm. The stent positioning did not result in any adverse events and there was no surgical or medical intervention required. The surgeon will continue to monitor the patient.

Manufacturer narrative:
MFR# reference: (B)(4). H3 other text : placeholder.